Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 600 mg/dl. The customer was able to get insulin to exit the device, but stated that when connected to the body, only one unit was being delivered. Caller stated that she was waiting for her health care provider to call her back for assistance. The reservoir was not replaced or returned for analysis.